Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not work. Customer stated that they earlier to report it and was still not working then eventually stated that they got the insulin pump back to work. Customer stated that they called to report that their loaner pump was not working. Customer also stated that they followed the directions on the insulin pump and they went to replace the battery inserted 4 new batteries and the insulin pump continued to show replace battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.